Event description:
It was reported that the pt had another student run into her at the playground. The pt experienced soreness and bruising at the implant site and a hematoma developed. The implant site was red and swollen as well. Surgery was performed to drain the hematoma and re-position the device as the implant site skin was thin since device implant. The pt has refused to wear the external equipment since the surgery. Device testing revealed normal functioning of the device and extracochlear electrodes. Device revision surgery has been scheduled.